Event description:
This is the first of three reports (same product ID, same problem, different clamps). It was reported that the unit could not be closed/ attached correctly. There was too much movement. It was later clarified that the swivel base has too much movement when it was locked. Also, the ratchet arm does that ratchet easily; it always stops. The dysfunction was at all operations that the doctor has made since the clamp came back from repair/service department the first time. There was no patient injury. They have the same problem with the two other clamps.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the device in question was manufactured on december 31, 2007. Date of service: 06.02.2015; reason for service: a lot of movement in locking mechanism a two year lookback in trackwise for similar complaints "difficult to lock/unlock" for this product ID shows that (B)(4) complaints were received including this case. Conclusion: root cause cannot be determined, locking mechanism has to be overhauled and the replacement of some small parts has to be done.